Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2012. The customer was vomiting and was dehydrated. The cause of death was hyperglycemia. The customer's blood glucose at the time of death was 1200 mg/dl. The customer was wearing the insulin pump at the time of death. The caller stated that the insulin pump cannot be returned because they no longer have it. The customer was not using sensors. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.